Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. A field service engineer (fse) inspected the drawer and found no visible issues until discovering that the latch assembly was not reading as closed. It was determined that the open/close sensor had popped out of place and needed to be secured back into the latching mount. The issue was resolved, and all tests passed successfully using the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the latch assembly was not reading closed, and the open/close sensor was popped out of place. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.